Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Event description:
The user facility reports during an orthopedic surgery, the battery reciprocator kept shorting out and stopped working. A spare battery reciprocator was available and used to successfully complete the surgery. No injuries or medical intervention was reported. There was no delay in surgery reported. No additional information is available. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report indicates the battery reciprocator keeps shorting out and stops functioning was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.